Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: 1. The subject distal cover was insufficiently attached. 2. A load of friction such as twisting or pushing/pulling the device in the patient¿s body cavity or stress of interference with the mouthpiece was applied to the subject distal cover during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: chapter 4 operation: (section 4.1) ¿precautions¿. Chapter 3 preparation and inspection: (section 3.5) ¿attaching accessories to the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that the distal cap fell off the duodenoscope during a therapeutic ercp procedure. The distal cap was retrieved using a gastroscope and a grasping forceps. On retrieval it was discovered that the distal cap was damaged. The procedure was completed with a similar device and no additional treatment was required. It was reported that during the procedure the cap fitted correctly down over the hook on the distal ring. There was no delay reported. No patient injury reported. The patient's overall condition is reported as normal.